Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a 45-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and hypertension. Concurrent conditions included uterine bleeding, menses irregular with excessive bleeding, chronic anemia and back stiffness. Concomitant products included gatifloxacin;loteprednol etabonate (lotrel g) since 2011, hydrochlorothiazide;triamterene (dyazide) since 2011, norethisterone (camila) from 2017 to 2018 and propranolol since 2011. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain") and hypoaesthesia ("numbness in extremities") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and adenomyosis ("adenomyosis") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, abdominal pain, vulvovaginal pain, vaginal discharge, fatigue, alopecia, hormone level abnormal, weight increased, adenomyosis, hypoaesthesia and mood swings outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, hypoaesthesia, menorrhagia, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, perforation, vaginal discharge, fatigue, hair loss, hormonal changes, weight gain, adenomyosis. Discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2018. Current weight 196 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: small degree of spillage on the left side. Imaging procedure - on (B)(6) 2013: result: bilateral occlusion.. Lot number: b09699 manufacturing date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a (B)(6)-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and hypertension. Concurrent conditions included uterine bleeding, menses irregular with excessive bleeding, anemic and back stiffness. Concomitant products included gatifloxacin; loteprednol etabonate (lotrel g) since 2011, hydrochlorothiazide; triamterene (dyazide) since 2011, norethisterone (camila) from 2017 to 2018 and propranolol since 2011. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain") and hypoaesthesia ("numbness in extremities") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and adenomyosis ("adenomyosis") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, abdominal pain, vulvovaginal pain, vaginal discharge, fatigue, alopecia, hormone level abnormal, weight increased, adenomyosis, hypoaesthesia and mood swings outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, hypoaesthesia, menorrhagia, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, perforation, vaginal discharge, fatigue, hair loss, hormonal changes, weight gain, adenomyosis. Discrepancy noted in date of removal (B)(6) 2018. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2013: small degree of spillage on the left side. Imaging procedure - on (B)(6) 2013: result: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, abdominal pain, menorrhagia, perforation, vaginal discharge, fatigue, hair loss, hormonal changes, weight gain, adenomyosis, numbness in extremities were added. Date of removal was added. Lab data was added. On 20-sep-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (vaginal), vaginal pain, back pain. Outcome of event pelvic pain, menorrhagia, dysmenorrhoea, were updated. Reporter information, concomitant drug, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.